Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed on 8/9/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: second mentor siltex round moderate profile 375cc saline prothesis, catalog: 3542660, lot: 6879220. Manufacturer¿s reference number: (B)(4).

Event description:
On (B)(6) 2018, two mentor siltex round moderate profile 375cc saline protheses were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of a device can be characteristic of an issue requiring removal of the device from a patient¿s body. As a result, this will be conservatively reported to FDA. This report is for first of the two prostheses. See manufacturer report number 1645337-2018-04856 for the second prosthesis.

Event description:
On (B)(6) 2018, one mentor siltex round moderate profile 375cc saline protheses and one unknown mentor breast prosthesis were received by the mentor failure analysis lab with no accompanying information. The devices could not be associated with an existing complaint. In the absence of clarifying information, it cannot be determined why these devices were returned to mentor. However, the return of a device can be characteristic of an issue requiring removal of the device from a patient¿s body. As a result, this will be conservatively reported to FDA. This report is for first of the two prostheses. See manufacturer report number 1645337-2018-04856 for the second prosthesis.

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information: concomitant products: second unknown mentor breast prosthesis. Device evaluation summary completed on (B)(6) 2018: the device was received at mentor without fluid nor complaint information attached and could not be associated with an existing complaint. Yellow material was observed within the device. No foreign material was observed on the shell surface. Upon initial inspection, the device appears intact. No other anomalies were discovered. There is no root cause since no anomaly was reported and no issues/damages were observed. The device history record ( DHR) of lot number 6879220 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Manufacturer¿s reference number: (B)(4).